Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. The lead was returned with the helix slightly extended and clogged with dried blood. X-ray inspection found the inner coil severely over-torqued with one filar of the inner coil broken/separated at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was isolated to dried blood in the helix region and over-torqued of the inner coil.

Event description:
Related manufacturer reference number: 2017865-2023-42788. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of two (2) right atrial (ra) leads were unable to be extended and retracted. The leads were not used and replaced as the physician elected to implant a leadless pacemaker. The patient was stable.